Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and could not replicate the issue. The system performed as intended. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a case, after pressing the open button on the pendant, the door would not open on the imaging system. The site tried with the yellow electronic door override button, but the door remained closed. An attempt was made with the manual aperture, but the site could not locate the 3/4 socket installed on the ratchet tool. There was no reported delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: patient age, gender and ID provided. A medtronic representative reported that the issue occurred in a hnp t6-t7, t7-t8 microdisectomia, fijacion transpedicular dorsal fusion. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.